Event description:
It was reported while using bd syringe 0.3ml 31ga 6mm the needle hub separated from device. The following information was provided by the initial reporter, translated from portuguese to english: (1 of 2 complaints): informs that he applies insulin to his father and in the last batch two (2) syringes showed the following quality deviation: when removing (carefully) the orange protective cap from the needle in two syringes from this batch, they detached (together with the plastic part) getting stuck in the protective cover. He does not reuse the device. It did not cause any damage to health.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of (1) 0.3ml bd insulin syringe from lot# 0020542 were provided. The customer reported when removing (carefully) the orange protective cap from the needle in two syringes from this batch, they detached (together with the plastic part) getting stuck in the protective cover. The photos were examined, and it was observed that the needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 0020542. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd syringe 0.3ml 31ga 6mm the needle hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: (1 of 2 complaints) informs that he applies insulin to his father and in the last batch two (2) syringes showed the following quality deviation: when removing (carefully) the orange protective cap from the needle in two syringes from this batch, they detached (together with the plastic part) getting stuck in the protective cover. He does not reuse the device. It did not cause any damage to health.